Manufacturer narrative:
(B)(4). One rf disposable grounding pad was received for evaluation. The results of the investigation concluded that the device functioned as intended during a simulated lesion test. No functional anomalies were noted. A review of receiving inspection results for this lot number confirmed the product was manufactured according to specifications. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
During a sacroiliac joint rf procedure, a patient burn occurred. No skin prep was performed and the patient was not hairy or diaphoretic. The grounding pad was firmly adhered to the back of the patient's posterior thigh. Bilateral l5-s1 ablations were performed with a neurotherm simplicity electrode and a neurotherm stainless steel reusable electrode. At the end of the procedure, the grounding pad was removed and a burn was noted. The burn was c-shaped, with areas of redness and yellowish sloughing skin. Two other areas of eschar were noted. Silvadene cream was ordered and a dressing was applied.